Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, upon receipt of chisel, it allegedly was chipped and not usable.